Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported significant allergic reactions resulting in removal of their pod in less than three days as their skin becomes very irritated. The patient stated that within forty-eight hours they were suffering bruising, scarring, and swelling even though they follow the recommendations and was given cavilon barrier wipes with hopes that it will help with the adhesive reaction; however, it is not effective at all. The patient stated they made a tremendous effort to prevent symptoms by rotating the pod to multiple areas on their body and avoiding use of the same site.